Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, and stated, that symptoms resolved post operation.

Manufacturer narrative:
Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
The representative reported that a patient was bilaterally implanted with panoptix. Now 4 months po ¿ distance vision r & l 6/6, binocularly 6/4.8, reads n4. Happy with daylight vision but cannot tolerate night vision. Surgeon planning explanted of iol on (B)(6) 2021.